Event description:
It was reported that, on an unspecified date, a 112" (284 cm) appx 14.4 ml, 15 drop primary set w/3 microclave, rotating luer was found to be contaminated. It was reported that the product had been contaminated in the fluid path. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Manufacturer narrative:
One photo and one unused device was returned for investigation. The device was visually inspected. A red stain in the drip chamber plastic was noted, the contamination was rubbing and it was confirmed that was embedded inside the plastic material. Complaint of particulate matter can be confirmed, the probable cause was an error during costa rica molding process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 1/13/2026. Updated information in d9 - device available for evaluation.